Manufacturer narrative:
Supplemental medwatch is being submitted to correct the g3 field which was left blank in the previously submitted medwatch.

Event description:
Allergan received a report of a patient who was treated with coolsculpting on (B)(6) 2021 to the mid abdomen and has been diagnosed with paradoxical hyperplasia. The tissue is described as firm, feeling like the exact shape of the coolsculpting applicator.

Manufacturer narrative:
Correct received date by manufacturing for initial medwatch is 30/april/2021. Correct received date by manufacturing for supplemental medwatch is 13/feb/2023.

Event description:
Allergan aesthetics received a report that a patient received a coolsculpting treatment to the lower abdomen on (B)(6) 2021 using a cooladvantage plus applicator and presented with paradoxical hyperplasia (ph).

Manufacturer narrative:
The following information is in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required.

Event description:
Allergan received a report of a patient who was treated with coolsculpting on (B)(6) 2021 to the mid abdomen and has been diagnosed with paradoxical hyperplasia. The tissue is described as firm, feeling like the exact shape of the coolsculpting applicator.